Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept beeping and had little icon with little blood. The customer's blood glucose level was 193 mg/dl at the time of the incident. The customer was outside not doing anything. It was reported that the insulin pump was beeping without alarms or alert. They received extra beeps even not doing anything. The customer stated that the buttons were neither pressed nor accidentally pressed. The notification light was not blinking. The customer stated that there was nothing nearby that beeps. The device will not be returned for analysis.